Manufacturer narrative:
The pad device was installed on (B)(6) 2009, however the pad-pak was removed before the device could be complete a self-test. A new pad-pak was installed on (B)(6) 2010 and the device operated successfully until (B)(6) 2011. A device service required prompt was issued during initial testing of the returned device. The device was disassembled for investigation and it revealed a fault with the rtc circuit and the y1 component. This resulted in the device failing to record time and date. This would result in the device issuing a device service required prompt and confirming the reported fault. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device issued a device service required prompt. A device left in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.